Event description:
The patient had symptoms consistent with extra-cardiac stimulation. The ventrcular lead was reported to be dislodged in the right atrium.

Manufacturer narrative:
All information provided by manufacturer and voluntary medwatch form.